Event description:
On (B)(6) 2010, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient has significant migration of her gore® excluder® aaa endoprostheses (computed tomography dated (B)(6) 2021). The aneurysm starts almost immediately below the renal arteries. There is no aneurysm sac enlargement. A future reintervention is being considered, utilizing a fenestrated/branch graft (non gore device) repair. The event is ongoing.

Manufacturer narrative:
H6: code: 213: no device problem found, code 4315: cause not established, code 4117 replaced with code 4112 as imaging was received for evaluation. Imaging evaluation: the aortic diameters within the proximal 8mm ~26mm, the infra-renal aortic diameter @15mm ~36mm (average), the previously implanted endograft appears to be approximately 52mm distal to the lowest renal artery. No pre-implantation images are available to assess diameters and lengths. The aorta appears tortuous. There is no evidence of graft kinking or abnormality within the graft excluding the fact that it appears 5cm distal to the lowest renal artery. The left and right hypogastric arteries appear to be patent. There does not appear to be any evidence of a type 1b endoleak.